Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, the patient was implanted with conformable gore tag thoracic endoprostheses using a gore dryseal sheath with hydrophilic coating (dsl2428j/12873999). Prior to deployment of the endoprostheses, a complete debranching procedure was performed to maintain blood flow to the branch vessels in the aortic arch. As an access vessel had calcification and a narrow portion with the vessel diameter of approximately 6mm, a balloon angioplasty was performed prior to insertion of the sheath. Dsl2428j was inserted, but strong resistance was met around the narrow portion of the access vessel. A delivery catheter was then advanced outside of the sheath from the narrow portion, and two endoprostheses were deployed successfully. Upon withdrawal of the sheath, a small dissection and intimal damage were revealed to the access vessel. A patch-angioplasty was performed using a graft to repair the intimal damage, but a wait-and-watch approach was taken to the small dissection.